Event description:
Caller reported a cartridge alarm occurred with their pump, specifically alarm 30. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.